Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The customer reported to have not been able to duplicate the alleged malfunction. The customer reported to have replaced the on/ off switch as precautionary action. The unit passed all tests. Covidien was not authorized to service the device.